Event description:
It was reported by the affiliate that the (1) tlc75 was using during an unknown procedure. It was reported that the instrument locked out. The case was completed with a new instrument. There was no consequence to the patient.